Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted in the cx. Approximately 12 days later the patient suffered from unknown chest pain episode. Event was treated with medication. The cec adjudicated an mi occurred in an unknown vessel. The sponsor assessed the event as not related to the device and possibly related to the anti platelets. The investigator assessed the event as not related to the index device and possibly related to the antiplatelet medication. The patient recovered.